Event description:
The customer reported that they obtained erroneously elevated troponin results over the weekend on the access 2 portion of their dxc600i analyzer. They reported two erroneous results from the laboratory. Patient care was not affected as the results that were reported out were questioned by the physician. The samples were repeated and corrected.

Manufacturer narrative:
Service was dispatched and the fse discovered that there were bubbles in the wash pump upon priming the system. The fse replaced the wash pump rotor/shaft assembly and primed the system. Fse obtained a passing system check, calibration curve and qc after replacing the wash valve rotor/shaft. The rotor/shaft is the most likely cause of the event as it becomes loose and causes air to enter the system. The manufacturer's reference # for this event is (B)(4).